Event description:
The customer reported multiple motion failure errors of the wash wheel on an unicel dxi 800 access immunoassay system and that the instrument was in the 'not ready' mode. Through beckman coulter inc. Customer technical support (cts) customer led troubleshooting it was identified that the tubing for the dispense probe of the unicel dxi 800 access immunoassay system was damaged and disconnected. The customer confirmed the leaking of wash buffer into the wash wheel. No patient results were involved in this event. There was no modification to patient treatment associated with this event. The volume of the leak is not known. Personnel interfacing with the instrument were wearing personal protective equipment. No personnel sought medical attention in conjunction with this event. There were no reports of death or injury associated with this event.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) confirmed leaking dispense probes #1 and #3. The fse cleaned the analytic module of liquid inside the analytic module (i.e. Wash wheel) and replaced the dispense probes. The fse then aligned the analytic module components and ran a system check to verify performance and quality control assessment to verify the instrument met the specified requirements per established procedures. Upon completion of the necessary and verified repairs the instrument was returned back into operation. The root cause of this event appears to be hardware related. (B)(4).